Event description:
It was reported by the customer, some report exams are inadvertently getting marked as dictated in pacs (picture archiving and communications system) workstation for no apparent reason. Per the radiologist, they never did anything to trigger the dictated update beyond viewing the exam. The customer gave an example of one exam that was marked dictated without an attached report. A pt was admitted and was discharged the following day before the exam was interpreted. The exam was marked dictated but, there was no report attached. Also, there was no report of pt being harmed or mistreated. The situation does not appear to be isolated to any particular workstation.

Manufacturer narrative:
The issue is still under investigation, and additional info will be provided when it becomes available.